Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; the programmer was unable to detect touch on any area of the display. Error codes f855b, ded81 were confirmed in the device memory, but were not replicated during return product testing. Tgz file analysis and subsequent error code findings are not related to field observations of unresponsive touchscreen. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that on the right middle part of this programmer was not working. No adverse patient effects reported. No product return indicated. Additional information received states that the programmer screen was unresponsive during the device interrogation before the implant while preparing the device. Another programmer was used to complete the procedure. The programmer was received and evaluated, based on the analysis of the returned product which was found to be consistent with CAPA-00006695, that is evidence of an unresponsive touchscreen.

Event description:
It was reported that on the right middle part of this programmer was not working. No adverse patient effects reported. No product return indicated. Additional information received states that the programmer screen was unresponsive during the device interrogation before the implant while preparing the device. Another programmer was used to complete the procedure.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.